Event description:
The customer received a reading of 352 mg/dl with her precision xtra blood glucose meter. She then injected herself with 20 units of humalog insulin and went to work. When she arrived at work at 6:44 am, she parked her car and passed out. Co-workers found her unconscious in her car and called for the paramedics. When the paramedics arrived they administered an IV with dextrose and she then regained consciousness. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The meter is requested back for investigation. A final report will be submitted when the investigation is complete.